Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00029647. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On (B)(6) 2019, photo evaluation was completed. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, the sample was observed to be intact. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Mentor could not uncover a device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: left side capsular contracture; baker grade IV, and right side capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00029647.it was reported that a (B)(6) caucasian patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant on the left side and with 350cc mentor memorygel breast implant on the right side and was presented with left side capsular contracture; baker grade IV, and right side capsular contracture; baker grade iii. And suffered breast implant rupture on her right side postoperatively. As a result, the devices were explanted on (B)(6) 2017.this report is for the patient¿s left-sided device.